Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient presented with a failed 26mm sapien 3 with mixed regurgitation and stenosis after an unknown implant duration. The team determined that redo surgery would not be a reasonable option for the patient and proceeded with thv in thv. The team decided to implant a 26mm sapien 3 ultra resilia valve. The valve was implanted successfully. Imagery provided by the complaint site was reviewed and the following observations were made: thickening of the leaflets with fibrosis and calcium. There were no areas where there was potential for perivalvular leak.